Event description:
Healthcare professional reported capsular contracture, baker grade IV. This record relates to the left side. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued e1 phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ capsular contracture-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. The device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d1, d2a, d2b, d4, d9, e1, g4, h3, h4, h6

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on (B)(6) 2024 with lot number 324700. Based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure observed an opening assessed as surgical damage, creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported capsular contracture, baker grade IV. This record relates to the left side. The device has been explanted and replaced with another manufacturer's device.